Event description:
Rn was called to the patient's room to evaluate fluid leaking from the IV line. This was discovered to be from the IV filter. Filter and line were changed using sterile precautions. Patient remained in stable condition. Unsure of this device's lot number, current stock at time of event: lot # (10)21019556 there was no detectable harm.